Manufacturer narrative:
The lead was not returned for analysis. Therefore the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.

Event description:
Ous MDR - boston scientific received information that the patient with this atrial lead was hospitalized for an unknown infection and sepsis. Echocardiography transesophageal evaluation did not reveal any vegetation on the device or leads. The leads had not moved from their implanted position. A decision was made to replace this system. A revision procedure was performed. This system was removed and replaced. There were no additional adverse effects reported.; as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The reported event and explant dates are chronologically impossible. Therefore, those dates will not be included on this report.